Manufacturer narrative:
The following other device was also listed in this report: triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# m5c08n. Tri rm/ll tib aug sz6 10mm; cat# 5546-a-602; lot# n2w05a. Tri lm/rl tib aug sz6 5mm; cat# 5545-a-601; lot# n4m70l. Tri ts baseplate size 6; cat# 5521-b-600; lot# bxah. Triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# m5e05aa. Triathlon cemented stem-12mm x 150mm; cat# 5560-s-312; lot# n3h05h. Tri post augment sz5 5mm; cat# 5543-a-500; lot# dnym. Tri post augment sz5 5mm; cat# 5543-a-500; lot# afzn. Triathlon femoral distal augment 10mm - size 5 right; cat# 5541-a-502; lot# vjgm. Tri ts femur sz5 right; cat# 5512-f-502; lot# diij. Triathlon cemented stem-15mm x 150mm; cat# 5560-s-315; lot# n3e32r. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mhr041. Osteonics sized cement-plug; cat# b002-0125; lot# 6m7944. Osteonics sized cement-plug; cat# b005-0170; lot# 6m8004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee revision due to infection. Surgeon performed a revision surgery. Patient had revision #1 on (B)(6) 2016 which consisted of a poly swap. Revision #2 took place on (B)(6) 2016 which was a full removal of implants and implantation of an antibiotic spacer.